Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was not able to duplicate the reported issue. A "f0a0" error occurred on start-up, as the blood parameter monitor (bpm) probe is defective. No further testing was performed with this probe. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) was drifting on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the shunt sensor was calibrated, as always, with the calibrator 540 prior to use. In the first minutes of cpb and continuing the partial pressure of carbon dioxide (pco2) would drift higher than the lab analyzed value. In-vivo calibrations were performed with an abbott point of care (poc) analyzer and the pco2 was adjusted to the lab analyzed value, but would drift higher after the in-vivo calibration. The bpm monitor was changed out during the procedure and no issues were observed after the monitor was changed out. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.